Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a broken upper fitment with leaking of approximately 500 ml of methotrexate onto the bathroom floor. There was no patient harm.